Manufacturer narrative:
(B)(4). Batch # p4t64j. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported the during an unknown surgical procedure, the clamp malfunctioned due to the breaking of the distal half of the ceramics of the caliper tip. This prevented continued use of the device. There was no other equipment to replace at the time. It was not reported how the procedure was completed and patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch #is p94101. The device was returned with no apparent damage. In addition, the blade tip was intact and not broken off as reported by the customer. Upon visual inspection, it was found the tissue pad shifted to the proximal side. No conclusion could be made as to how the tissue pad shifted from the clamp arm. Next, the device was connected to a test handpiece and tested on a gen11 and it did activate. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.